Event description:
It was reported that the pt line became disconnected from the luer lock. Customer had elevated blood glucose levels (310 mg/dl).

Manufacturer narrative:
The device is not yet been received for eval. Should new relevant info be received a supplemental form will be completed.